Manufacturer narrative:
(B)(4): the customer reported after test, maintenance is necessary message appears - machine is down. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported after test, maintenance is necessary message appears - machine is down. There was no patient involvement.